Event description:
During an l4-l5 mis procedure, post-placement x-rays showed that four screws were positioned too far cranially. The surgeon performed a re-spin and redirected all four screws. Navigation accuracy was restored after repeating the scan and registration, and the screws were successfully placed. Based on the available information, the surgeon indicated that movement of the registration sticker during drape removal was the most likely cause of the navigation drift. No system or instrument malfunction was identified. No patient harm was reported.